Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was clarified that patient's leg felt different and patient found the controller did not work when they went to change settings. Patient could not change the settings because the controller stopped working. Patient received a replacement controller and it resolved the problem of controller not power up and the problem of patient felt like something was different in their leg like therapy was not working. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that ins quit working the past weekend prior to report and patient felt like something was different in their leg like therapy was not working. Patient connected to the recharger and saw the ins was on and they had 1/2 charge. Patient also reported that programmer was not tuning on since (B)(6) 2017/past weekend and they did not have the ability to change amplitude, programs or groups. The change in therapy/symptoms were considered sudden. Patient had an appointment in a couple weeks with their physician. A replacement programmer was sent. No further complications were reported as a result of this event.